Manufacturer narrative:
The meter was found to be out of specification due to intermittent functioning of the on switch and no blood icon on the display. The meter was also found to be set in mmol/l.

Event description:
The customer called in for help with her meter. The initial call did not meet the criteria to be reported. When the meter was returned for evaluation, it was found to be set in mmol/l. No adverse events were alleged. A replacement meter was sent to the customer.